Event description:
Device report from singapore reports an event as follows: it was reported that on an unknown date in 2023 during an unknown procedure, the cement mixture was dry and sticky and could not be mixed. There was no adverse patient impact. The procedure was completed successfully with no surgical delay. No further information is available. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event occurred on an unknown date in 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 07.702.016s. Lot: 3a53581. Manufacturing site: werk selzach. Supplier: osartis gmbh. Release to warehouse date: 17 jan 2023. Expiration date: 01 jan 2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.